Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, vacuum pump oil, vacuum control valve and oil return valve were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a ¿haze¿ emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The service order parts replaced are corrected from catalytic converter, oil mist filter, vacuum pump oil, vacuum control valve and oil return valve to catalytic converter, oil mist filter, nylon tubing, male connector, vacuum control valve, oil return valve and vacuum pump. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue and system risk analysis (sra). Trending analysis of the haze/mist/vapor issue was reviewed from october 2017 to april 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis as the fse stated the parts were saturated with oil. The assignable cause of the haze/mist/vapor issue is likely due to the catalytic converter, oil mist filter, nylon tubing, male connector, vacuum control valve, oil return valve and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).